Manufacturer narrative:
The pod was leak tested and no leak was found. No problems were found with the pod during investigation that would cause a leak during wear. Data obtained from the device generated an 0x40 alarm. Indicating rotational sensor maximum open count exceeded during the device run. Abnormal rotational sensor data was observed. Examination of the rotational sensor found damage to the commutator cap. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl, while wearing the pod on the abdomen between 37 and 48 hours. Hyperglycemia treated by activating new pod and bolus.